Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This report is associated with product compliant: (B)(4). This case, which does not include an adverse event, reported by a physician who contacted the company to report a product complaint, regards a female patient of unknown age and ethnicity. The patient was taking an unspecified medication for an unspecified indication via humapen savvio graphite pens (lot 1402v06/pc (B)(4)). The patient stated that savvio pen plunger did not descend down properly. She had not missed any doses and had switched to a kwikpen. The injection screw (lot 1402v06/pc (B)(4)) would not properly engage therefore the pen would not properly dose. The face clutch spring was found defective/overlapped and jammed inside the housing collar. The device operator and training status were unknown. The duration of time the pen was used was unknown. Pen returned on 09aug2016. 07sep2016 edit to enter the european and canadian (EU/ca) device information, and the device medwatch information for regulatory reporting.

Manufacturer narrative:
Narrative field; new updated and corrected information is referenced within the update statements in describe event or problem. Please refer to statement dated 03oct2016 in describe event or problem. Evaluation summary a patient reported the plunger of her humapen savvio device did not descend down properly. No adverse event was reported. Investigation of the returned device (batch (B)(4), manufactured february 2014), found the injection screw would not properly engage. An internal inspection found the face clutch spring abnormal (defective / overlapped) and jammed inside the housing collar. Malfunction confirmed. A complaint history review for this batch did not identify any atypical trends with regards to dose accuracy or any additional face clutch spring issues. The root cause for the use of an abnormal face clutch spring is assembly related. Corrective actions have been implemented to improve the face clutch spring gauging operation. The gauge fixture has been re-designed, acceptable springs are placed in a tray to eliminate potential tangling, and work instructions have been revised to reflect the new gauging process. These actions have been completed in q3 2016. There is no evidence of improper use or storage.

Event description:
(B)(4). This case, which does not include an adverse event, reported by a physician who contacted the company to report a product complaint, regards a female patient of unknown age and ethnicity. The patient was taking an unspecified medication for an unspecified indication via humapen savvio graphite pens (lot 1402v06/(B)(4)). The patient stated that savvio pen plunger did not descend down properly. She had not missed any doses and had switched to a kwikpen. The injection screw (lot 1402v06/(B)(4)) would not properly engage therefore the pen would not properly dose. The face clutch spring was found defective/overlapped and jammed inside the housing collar. The device operator and training status were unknown. The duration of time the pen was used was unknown. Pen returned on 09aug2016. On 07sep2016 edit to enter the european and canadian (EU/ca) device information, and the device medwatch information for regulatory reporting. Edit 09sep2016. Upon internal review the serious for medical significance was removed as the case was serious for the device only. Edit 12sep2016. On the european and canadian (EU/ca) device information entered no for serious health threat. Update 03oct2016. Additional information received 30sep2016 from the product complaint safety database. To the device tab entered the manufacture date, device approximate age, device specific safety summary (dsss), updated the european and canadian (EU/ca) device information, updated the device medwatch information, and the narrative was updated accordingly.